Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The audio bolus button was found to be intact. Evaluation revealed the audio bolus button was responsive. There was no evidence of contamination to the audio bolus key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.